Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing white display, possible over delivery anomaly, audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed, the customer reported a flashing or solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. Customer reported that their bolus wizard estimate value is not correct. Confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No data anomaly noted during careerlink download. Sleep current measurement and active current measurement within specifications. The history was download successfully using thump software. Pump properly paired carelink software. No communication anomaly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected, flashing white display, absences of alarm, audio / vibrate anomalies noted. Unit received with cracked keypad overlay at select button, broken belt clip rails, cracked battery tube threads and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for flashing white anomalies. Unit passed all required testing. No unexpected, flashing white display, absences of alarm, audio / vibrate anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.